Event description:
It was reported found during a baxter evaluation that a pump alarmed for upstream occlusion during testing when one was not present. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Initial testing produced a false upstream occlusion alarm. The unit was retested with passing results. The upstream and downstream sensors will be calibrated to ensure accurate detection.